Manufacturer narrative:
Correction: fdr 180 and fdc 4315 also apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Pro duct ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via d device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 6 mg/day) and bupivacaine (10 mg/ml at 3 mg/day) via an implantable infusion pump. It was reported that the patient's pain relief had gradually been decreasing since "about (B)(6)". The hcp attempted a dye study but was unable to aspirate the catheter. The catheter was explanted and replaced on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report; the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
H3:the pump was returned and analysis found no significant anomalies. The 8782(serial# (B)(4))catheter was returned and analysis found no significant anomalies. The 8780 (serial# (B)(4)) catheter was returned and analysis found damage to the transition tubing. Continuation: product ID 8782 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-(B)(6)product type catheter product ID 8780 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: 2018(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.